Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 iabp had autofill failure, balloon does not inflate. Patient was involved. No harm.

Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval?), e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Due to character limitation in block e1: initial reporter name: (B)(6). A getinge field service engineer (fse) evaluated and tested the unit in diagnostics and checked the fill circuit and operating to specificacions but could not duplicate auto fill failure. The fse perfomed all pneumatic leak tests, passed to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported during use the cs300 intra aortic balloon pump (iabp) had autofill failure. There was no harm reported.